Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. Information obtained from the device shows evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration, which started on (B)(6) 2012 and continued consistently up to (B)(6) 2012. The evidence indicates that during this time the pad-pak (battery) became depleted. Investigation confirmed there to be excessive current drain of the device, which can cause the early the device switching itself on automatically is a known symptom of a damaged or faulty membrane. Although no fault was measured on the membrane it is possible that the damage has been caused to the membrane and caused excessive current drain of the device, which can cause the early depletion of the pad-pak (battery). The returned pad-pak from lot a1323 was tested and confirmed to have been significantly depleted. This pad-pak had a use until date of nov 2016. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.